Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this left ventricular (lv) lead was pulled back a day after implant and the physician opted to not revise the lead placement. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this left ventricular (lv) lead was pulled back a day after implant and the physician opted to not revise the lead placement. Additional information received indicated that the lead exhibited high threshold. The lead remains in service. No adverse patient effects were reported.